Manufacturer narrative:
Analysis of the AED's log files confirmed the AED reported a service code related to a speaker issue, consistent with the reported issue. The customer was advised to remove the unit from service.

Event description:
A customer reported their AED will not speak. They reported this did not occur during patient use.